Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to the foreign material may not have been cleared due to physical damage on the device. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. During the device evaluation, the following issues were discovered: the right and left knobs were cracked; the grip was shaved; the air and water cylinders were discolored; the suction cylinder was discolored; the up and down knobs were scratched; the electrical connector was corroded; water tightness was lost due to damage on the channel tube; the image guide protector was shaved; the light guide lens was cracked; the connecting tube was cut and wrinkled; the distal end had foreign material with a stain; the adhesive around the objective lens had a burr; the distal end was shaved; there was corrosion around the forceps elevator; and the universal cord was buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the distal end of the evis exera ii duodenovideoscope had defects, including the lens and cover. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that foreign material was found on the distal end surface due to insufficient cleaning. This report is to capture the reportable malfunction of the foreign material found during estimation.